Event description:
The manufacturer was contacted in reference toa dreamstation auto CPAP device. The patient alleges the device burned up. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A relative of the patient reported the patient was sleeping. The patient awoke and observed the device did not have power. The patient's spouse smelled a burning smell and noticed the power cable was meted into the device. The patient described the odor as burning plastic. The patient reported it was dark and did not notice any smoke when the light was turned on. The patient did not see any flames. The patient observed a little bit of melting around the device where the plug/power cord enters the device, and on the bottom of the device. The damage to the power supply was contained to the portion of the power cable that enters the device. The device was plugged into a receptacle (wall outlet). There were no other devices plugged into the same wall outlet. No other medical devices were being used at the time of use of the CPAP device. The patient nor any other household member is a smoker. This device was a replacement device. The device left a burn mark on the nightstand. The power cord is melted into the device and the patient is unable to remove the power cable. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference toa dreamstation auto CPAP device. The patient alleges the device burned up. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A relative of the patient reported the patient was sleeping. The patient awoke and observed the device did not have power. The patient's spouse smelled a burning smell and noticed the power cable was meted into the device. The patient described the odor as burning plastic. The patient reported it was dark and did not notice any smoke when the light was turned on. The patient did not see any flames. The patient observed a little bit of melting around the device where the plug/power cord enters the device, and on the bottom of the device. The damage to the power supply was contained to the portion of the power cable that enters the device. The device was plugged into a receptacle (wall outlet). There were no other devices plugged into the same wall outlet. No other medical devices were being used at the time of use of the CPAP device. The patient nor any other household member is a smoker. This device was a replacement device. The device left a burn mark on the nightstand. The power cord is melted into the device and the patient is unable to remove the power cable. The device was returned to the manufacturer for evaluation. During evaluation of the device, the pil (product investigation lab) technician observed the power supply connector melted to the power connector/device. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower, blower box, and bottom enclosure. The power connector was observed to possibly have a thermal event, likely due to liquid ingress, overheating, and caused the enclosure to melt around the power supply connector. A brownish discoloration was observed on the rear panel, bottom enclosure, and blower box. The rear panel and bottom enclosure were observed to have an area where the plastic melted near the power connector and had a burnt appearance. A heavy burnt odor was observed throughout the device. Additionally, during investigation of the humidifier, the pil (product investigation lab) technician observed an unknown contaminant on the flip lid, water tank lift tray, bottom enclosure, dry box, and bottom enclosure feet. A dust-like contaminant was observed on the flip lid seal, flip lid, water tank lift tray, bottom enclosure, dry box seal, dry box, back panel, bottom panel, and heater plate. Hair-like particles were observed on the bottom enclosure, dry box seal, dry box, and heater plate. A discoloration was observed on the bottom enclosure, back panel, and bottom panel. Review of the error logs shows the device has 1597.2 blower hours, 1596.9 therapy hours, and no errors were logged. The complaint was confirmed. Updated: device problem code updated. Evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated. Manufacturing information tab: reason device not evaluated updated. Device available for evaluation updated.